Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during prep the patient experienced a controller fault alarm. This controller was not used for the implant due to this and another controller from inventory was utilized for pump prep with no issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported controller fault alarm was confirmed via log file analysis and product testing. The heartmate iii system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review. The downloaded log file spanned approximately 2 days ((B)(6) 2020, (B)(6) 2020 per timestamp). Events occurring on (B)(6) 2020 are from manufacturing testing. From (B)(6) 2020 at 16:26:30 - 16:36:54 there was a controller fault alarm that activated after the system clock was set on (B)(6) 2020 at 16:24:44. The driveline was never connected to a pump and a backup battery was not connected to the system controller. There were no other notable alarms in the log file. During preliminary testing the system controller was observed to have a delayed controller fault alarm that occurred approximately ~3 minutes after being connected to power. The system controller lcd bitmap software was reloaded onto the controller and the observed alarms did not reactivate. The system controller was functionally tested and passed all stages of testing. The system controller was able to operate on a mock loop for an extended duration without issue. The root cause of the reported controller fault alarms was conclusively determined to be due to a corrupted lcd bitmap software. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications prior to purchase on 25jun2020 via order # (B)(4). Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including controller fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.